Event description:
On august 1, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had read inaccurately erratic. The patient takes sliding-scale humalog insulin three times a day. He also takes lantus insulin 4 times a day. According to the reporter, the patient typically develops symptoms of being "delirious and tired" whenever his blood glucose is high. The reported indicated that the meter first started reading inaccurately erratic in 2007. The reporter tested the patient's blood glucose 3 times within a 10-min time frame. The patient obtained blood glucose results of "565, 144, and 182 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Since the reporter was not sure what blood glucose reading to trust, she administered the lowest acceptable dose of sliding-scale humalog insulin. She gave the patient 3 units of humalog insulin. An unspecified time later, the patient reportedly became tired and was not very responsive. His face was also described as being red. The reporter concluded that his blood glucose was probably very high and that she did not give him enough insulin earlier. On another occasion, the reporter again tested the patient's blood glucose 3 times consecutively and got results of "252, 310, and 180 mg/dl." These results were verified in the meter's memory. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known exactly what date/times these results were obtained. No further clinical info was provided. The cca documented the patient was using the correct testing technique, obtaining blood samples from his fingers, and cleaning the puncture sites correctly. The meter was coded properly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the patient became hyperglycemic after obtaining inaccurate erratic meter reading and taking a decreased dose of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.